Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit had multiple iabp disconnect with string of auto-fill error. The had augment set below trigger and had code 16 trainer being used while pumping with no augment. The fse also stated that due to the device not being zeroed after iabp disconnect, the fse zero out the unit and ran it for 1 hour without issue . The unit passed all functional and safety test per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during the precheck, the cardiosave intra-aortic balloon pump (iabp) unit has an auto fill error - trigger error .there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.